Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken grip cable at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additional observation not reported were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. Failure analysis concluded that the indentations were likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the wire on the mega suturecut needle driver instrument snapped while surgeon was suturing. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.